Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature publication that thirty-one patients with single-level cervical disc disease received the prestige lp disc replacement from june 2008 to december 2009. Patients were assessed at 24 months follow-up. Study included 18 males, 13 females. Average age at operation was 42 years (range 29-54). Cervical arthroplasty included c3-c4 in 1 case, c4-5 in 2 cases and c5-c6 in 28 cases. Student¿s two-sided t test was used to assess the joa, ndi and vas of each patient pre-operatively and post-operatively at 24 months. Clinical values are provided in table 1. All patients showed statistically significant improvement in all measurements above at 24 months. The neck pain disappeared completely in 9 patients, and the arm pain entirely subsided in 17 patients. There was no case of loosening, migration or subsidence of the prosthesis, and no patient was re-operated at an adjacent level. At the end of fu, five patients showed radiographic evidence of ho. Five patients had grade 2 ho, one had grade3 ho and one had grade 4 ho. No evidence showed that the ho induced new clinical symptom or obviously increased the ndi, vas scores.